Manufacturer narrative:
Cylinder product analysis: cylinder fluid loss was reported. The ams700 device was visually inspected and functionally tested. One cylinder had a bulge and broken fabric threads at a fold. The presence of a bulge in the cylinder could result in the appearance of fluid loss, as the bulged area would require more fluid to fill and thus result in less apparent inflation of the cylinder. There was a leak and cut fabric threads in the other cylinder due to sharp instrument damage consistent with explant damage. This cylinder was received cut into two pieces. Due to they cylinder being cut in two pieces upon receipt is not possible to determine if there was a leak present in the cut cylinder prior to explant. Fluid loss could not be confirmed on the cut cylinder and the bulge and broken fabric was determined to be the probable cause for the reported fluid loss allegation on the other cylinder. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 767095 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the device is not reportable to the german competent authority, and the reported events do not contain an allegation against the labeling. Shipping review: shipping is not necessary per work instruction because the lot number is known. Pump product analysis: cylinder fluid loss was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the confirmed cylinder failures. No device malfunction or issue was confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 764905 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. System components pump model- 72401110 lot sn- (B)(6). Mfg date- 03/23/2012 exp date-03/15/2017.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and cylinder due to fluid loss and a puncture in the cylinder. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
System components pump, model: 72401110, lot sn: 764905005. Mfg date: 03/23/2012, exp date: 03/15/2017.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and cylinder due to fluid loss and a puncture in the cylinder. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.